Event description:
Event description: it was reported that the patient had their initial hip surgery done by surgeon at hospital. Unfortunately, patient suffered a periprosthetic fracture of their femoral component. The stem appeared to have subsided, fracturing the femur. Another surgeon removed the stem and femoral head and prepped the patient for a zimmer biomet arcos femoral component. He felt the cup was positioned well and was secure, so he opted to only change the polyethylene. Once new liner was implanted and zimmer biomet femoral components were implanted, a trial reduction was performed and the hip was found to be stable. Final closing took place. No other adverse events or delays took place. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).